Event description:
It was reported that the bd discardit¿ ii syringe leaked persantine past the plunger during use. The following information was provided by the initial reporter, translated from french to english: "leakage through the plunger when sampling a medicine."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2004281. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination, a leak was observed through the plunger rod. Through magnified inspection, damage was observed to the plunger rod lip component, which could contribute to leakage during use. This type of damage can result from the handling of the product through the manufacturing process or during the assembly process. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii syringe leaked persantine past the plunger during use. The following information was provided by the initial reporter, translated from french to english: "leakage through the plunger when sampling a medicine"